Event description:
Customer reported receiving a no delivery alarm and a button error alarm on the insulin pump. The blood glucose reading was 180 mg/dl. Customer was unable to troubleshoot for the no delivery alarm due to the button error. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No button error alarm was noted. The insulin pump passed the displacement, prime, and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.